Event description:
Procedure: acdf (c7-t1). According to the reporter: the product was applied and initially 1 day post-operative, the pt was mobile. Pt began to develop lower extremity weakness and an image showed a large fluid collection. Another surgeon performed a second surgery post-operatively and found a large amount of the product present which needed to be removed.

Manufacturer narrative:
(B)(4).